Event description:
It as reported, patient has had multiple occurrences of needle crack or leak. On (B)(6) 2023 at hourly rounding, rn was assessing line and detangling tubing. Noticed the gus gear was damp and tubing found to be disconnected from microclave. Blina was paused and assessed line, the c clamp came undone in the back of spiros. Spiros was tightened and c clip clamped. No dampness/leaking noted at ~1.2 hours prior check. Md notified, blina restarted with no further issues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.